Event description:
Patient was scheduled to receive her 7th cycle of 5fu 4000 mg continuous infusion x 46 hrs, as part of mfolfox protocol. The cadd legacy plus pump was programmed for a continuous infusion as follows: incorrect pump program correct pump settings res vol: 92mls, res vol: 92mls, rate: 92 ml/hr, rate: 2ml/hr. Mls given: 0 mls, lock level: ll2, lock level: ll2; pt received the full 5fu dose over 1 hr vs 48 hr. As prescribed. The pump programming error was missed "by" 1st and 2nd check by a chemotherapy certified nurse at infusion provider facility prior to dispensing to oncology center. Oncology center requires a two oncology nurse check prior to connection to pt. Both nurses overlooked the pump programming error and the patient was connected to the 5fu continuous infusion. Treatment actions: called infusion provider nurse after her cadd legacy plus pump was alarming res vol=0mls. Infusion provider nurse assessed the issue and determined a potential pump programming error had occurred. Infusion provider nurse instructed pt to go immediately back to the oncology center for assessment and treatment if needed. The oncology center was immediately contacted and informed about the pump programming error and to prepare for the pt to return. Both parties informed the md about the inadvertent fast administration rate and pump programming error. Pt was assessed and a treatment management plan was formulated with the admission to the hospital. The same day, 5fu antidote ordered (vistogard)-started 24 hours after admission, IV fluids, g-csg support (neulasta), electrolyte replacement as needed with nausea/vomiting control precautions, cardiotoxicity precautions, encephalopathy precautions, myelosuppression or mucositis precautions, gi toxicities and hepatotoxicity precautions. Discharge: patient completed her 20 doses of vistogard and tolerated the treatment well w/o further complications. There was no evidence of cardiac toxicity, mucositis or cytopenia. Fortunately, the pt did remarkably well and is dc to "hom" with "a" follow-up labs next week at oncology center. Leukocytosis is "relflective" of neulasta administration. Pt is afebrile, cbs-wnl. Relevant tests: all lab results were stable and within normal range during hospitalization. Root cause error: multiple trained healthcare professionals reviewed and checked the pump program, but did not detect an issue. This program is very simple in nature and several pts receive the same pump and program settings, so it was overlooked. Additional information received by smiths on 25-nov-2018: this incident was a pump programming error that was not caught by double checks in place; was not due to pump.